Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent osteosynthesis procedure. Postoperative, on an unknown date, patient was presented due to persistent stress pain. External x-ray showed delayed fracture healing with no breakage. Re-operation of still missing consolidation of the fracture with a modification (dynamic sampling) of the nail was planned for an unknown date. On an unknown date, other medical intervention/screening showed the breakage of the nail. On (B)(6) 2018, patient underwent revision surgery with medication of me, drilling of the bone and re-osteosynthesis with long pfn was performed. There was no harm to the patient and all the broken fragments were removed from the patient. Surgery was completed successfully with no delay. When the devices were received by the manufacturer, it was noted that fragments of the tip section of the pfna blade are broken out. Concomitant devices reported: bolt (part 459.360, lot 5941653, quantity 1) this report is for one (1) pfna blade. This is report 2 of 2 for pc- 000224877.

Event description:
The evaluation of the device has shown that the blade is strongly worn at the tip and not broken as initially determined during the initial visual inspection.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 04.027.035s; lot: l539181; manufacturing site: (B)(4); release to warehouse date: august 25, 2017; expiry date: august 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The returned pfna blade was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. The blade was returned in a non-synthes bag. The laser marking was readable. Strong traces of use were visible on the surface and on the helix from the blade. The functional test is based on assembling and disassembling the blade following the work instruction. During the test, it was found that the blade could easily open and close. In addition, the blade was tested using the impactor (03.010.410; instrument used to install the blade) and the blade was attached and detached easily from this instrument. The blade has been tested for assembly and disassembly and the blade worked properly. Therefore, from the manufacturing point of view, this complaint is rated as not confirmed as well as not valid since no manufacturing issue has been identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.